Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, pain, and exchange due to patient's concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, pain, and exchange due to patient's concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture, pain and anxiety-product/procedure was received on january 22, 2025 with lot number 1207216. Based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe as it is not related to the device. Anxiety-product/procedure: unable to observe as it is not related to the device. Pain: unable to observe as it is not related to the device. As per the investigation procedure, creases, wear abrasion and observed an opening assessed as fold flaw opening were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.